Event description:
Info alleged by pt and maude event form ((B)(4)): (B)(6) 2008 - pt underwent umbilical and ventral hernia repair with one kugel mesh implant. On (B)(6) 2009 - pt underwent incisional hernia repair with two perfix plug mesh implants. The pt reported she is experiencing pain. On (B)(6) 2010 - pt underwent explant of bard composix kugel mesh and an implant of collamend fm. A legal complaint filed for the pt alleges pain and suffering, unspecified injuries, additional surgical intervention and diagnostic intervention, bowel adhesions, folded, divided defective mesh associated with the composix kugel mesh.

Manufacturer narrative:
This complaint was initially reported davol on (B)(6) 2010. Bard on the description of events at that time, it was not MDR reportable. Since then davol has received new allegations that make the complaint MDR reportable. It was reported to davol that the composix kugel mesh implanted on (B)(6) 2008 had folded and was explanted on (B)(6) 2010. All that time a collamend fm graft was implanted. Currently, it is unk whether the device may have caused or contributed to the alleged event. No medical records have been provided and no sample has been returned for eval. The pt's attorney alleges that there were bowel adhesions. While there are no medical records available to evaluate this allegation, the product's IFU lists adhesions as a possible adverse reaction. A manufacturing review was performed and did not find evidence of a manufacturing related cause for the alleged event. We have contacted the pt in attempts to obtain additional info, including requests for return of the explanted mesh for eval. With the info provided, no conclusion can be drawn. Refer to mdrs 1213643-2011-00509 for info regarding the collamend fm implanted on (B)(6) 2010, and 1213643-2011-00508 and 1213643-2011-00507 for the perfix plugs implanted on (B)(6) 2009.